Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was placed and the lead failed to sense. The physician attempted to reposition the lead, but the lead continued to fail at the other positions. The lead was removed and replaced. No adverse consequences were reported on the patient.